Event description:
The patient's mother states that the total daily dose history does not always match the written records that are kept. She says there are times when the total daily dose exceeds the actual programmed maximum total daily dose. She said there was one day when the total daily dose registered 109 units while the maximum total daily dose was programmed at 100 units per day. The reporter says the pump has not been exposed to any x-rays. The date and time were correctly set on the pump. As the total daily dose allegedly exceeded the programmed maximum total daily dose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history revealed that the dates were manually changed twice on (B)(4). The pump was exercised for 24 hours; boluses were performed on the pump and successfully delivered. The total daily dose was found to accurately record in the pump history. The pump was found to successfully pair with the meter. Unrelated to complaint, the keypad was torn around the up keypad button. All of the keypad buttons were responding as expected. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was no corrosion or contamination found under the key contacts.